Manufacturer narrative:
A supplemental MDR is being submitted due to completed review of images provided. Section b5 was corrected with clarification and additional information was added. Section g6, h2, and h6 (device code) were updated for the additional information. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcarotid transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra resilia (s3ur) valve, there was difficulty crossing the native valve and the s3ur moved on commander delivery system balloon. The procedure was performed via left access with 68 degree root angle. During the procedure, the team crossed the heavily calcified annulus using a safari wire. Balloon aortic valvuloplasty (bav) was not performed prior to valve positioning. Valve alignment was achieved without difficulty. When the flex catheter was pulled back beyond the triple markers, the commander delivery system balloon and valve suddenly jumped into the left ventricle (lv) from the release of stored tension due to the annular calcification. Although the entire valve moved into the lv, it remained centered on the balloon at that time. The physician attempted to pull the valve back across the heavily calcified native annulus, but resistance prevented the valve from recrossing. Continued attempts caused the valve to move past the distal balloon marker toward the nosecone, leading to partial uncrimping/expansion. The team maintained the system within the lv and obtained right femoral artery access to perform bav. Following bav from this access, they were able to pull the balloon back and successfully recross the annulus with the valve. Due to concerns about withdrawing the partially expanded valve through the carotid access, the team proceeded with a two-step staged deployment. Under rapid pacing, balloon inflation was started slowly, causing the valve outflow to open first followed by the inflow in a "flowerpot" pattern. The balloon was advanced forward during continued inflation to ensure complete inflow expansion. Post-deployment, the valve was well-positioned (70/30), fully expanded, and demonstrated no central leak. No vascular or access related complications occurred. The patient remained stable throughout the procedure, experienced no injury, and was discharged the following day. Procedural imagery was provided and per review of the images, it was identified that the valve was not between the alignment markers when deployed.

Manufacturer narrative:
A supplemental MDR is being submitted for completed engineering evaluation findings. Sections g6, h2 and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failures mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery and imagery of the patient anatomy was provided for review. It was found via procedural imagery that the center marker was not at the base of the cusps and the valve was positioned distally beyond the distal marker. During the valve deployment, incomplete balloon inflation observed at the distal end. The delivery system was attempted to be re-advanced distally to better align the markers relative to the thv position and continue expansion of the distal end. The valve alignment markers appeared aligned relative to the thv position. The balloon was then subsequently inflated at the distal end, allowing the valve to fully expand at the end of the deployment cycle. Imagery of the patient anatomy revealed that the aortic root demonstrated an angulation of 68 degrees, the presence of calcification in the annulus, and tortuosity of the left carotid access vessel. The complaints for difficulty crossing the annulus and for the valve moving on the balloon were confirmed based on the provided procedural imaging. It was identified through the imaging that the patient had a horizontal aortic root with an angulation of 68 degrees and calcification at the annulus. These patient-specific factors, including calcification and horizontal aortic root, may have created constrained anatomical regions that interfered with advancement of the delivery system, resulting in difficulty during crossing. In addition, tension within the system may have accumulated during delivery system interaction with the anatomy during crossing, which was released during retraction of the flex catheter prior to deployment and leading to the reported delivery system "jump" into the left ventricle past the landing zone. In this setting, device manipulation (e.g., push/pull maneuvers) performed to retract the delivery system back over the calcified native annulus may have contributed to movement of the thv on the balloon when the crimped thv interacted with the calcified native annulus. As such, available information suggests that patient factors (calcification and horizontal aortic root) may have contributed to the crossing difficulty, while procedural factors (device manipulation) may have contributed to the movement of thv on the balloon. The complaint for the valve being deployed while not between the alignment markers was identified through the imaging. Despite the observed misalignment, the clinical team proceeded with deployment of the under-aligned crimped valve using a two-step staged deployment approach. Per training manual, users are instructed to center the thv exactly between the valve alignment markers with no gap or overlap and to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, available information suggests that use error (not following instructions) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transcarotid transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra resilia (s3ur) valve, there was difficulty crossing the native valve and the s3ur moved on commander delivery system balloon. The procedure was performed via left access with 68-degree root angle. During the procedure, the team crossed the heavily calcified annulus using a safari wire. Balloon aortic valvuloplasty (bav) was not performed prior to valve positioning. Valve alignment was achieved without difficulty. When the flex catheter was pulled back beyond the triple markers, the commander delivery system balloon and valve suddenly jumped into the left ventricle (lv). Although the entire valve moved into the lv, it remained centered on the balloon alignment markers at that time. The physician attempted to pull the valve and balloon back across the annulus but encountered resistance due to the heavy calcification, preventing the valve from recrossing. This resulted in the valve moving past the distal alignment marker on the balloon and closer to the nosecone, causing it to begin coming uncrimped/expanded. The team maintained the balloon and valve within the lv and obtained right femoral artery access to perform bav. Following bav, they pulled the balloon with valve back from the lv and were able to successfully recross the annulus. Due to concerns about withdrawing the partially expanded valve through the carotid access, the team proceeded with a two-step staged deployment. Under rapid pacing, balloon inflation was started slowly, causing the valve outflow to open first followed by the inflow in a "flower pot" pattern. The balloon was advanced forward during continued inflation to ensure complete inflow expansion. Post-deployment, the valve was well-positioned (70/30), fully expanded, and demonstrated no central leak. No vascular or access related complications occurred. The patient remained stable throughout the procedure, experienced no injury, and was discharged the following day.

Manufacturer narrative:
Investigation is ongoing.